Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies. The device was used for treatment. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain and audible noise.